Event description:
Per review of pulsed field ablation using pulseselect or farapulse, a comparative prospective registry study, it was reported that one patient experienced a major access site bleed. In this single center study including procedures performed at st. Antonius hospital, 219 patients underwent pulmonary vein isolation via the farapulse system for the treatment of atrial fibrillation between january 29th and november 15, 2024. Acute procedural efficacy was 100 percent. One patient experienced major access site bleeding, while 36 experienced minor access site bleeding. Six months post-operatively, several patients experienced recurrent arrhythmias. The devices were disposed by the facilities and will not be returned as the devices performed as expected during the procedures and there were no reports of any performance concerns. Van der graaf, m., abeln, b., liebregts, m., van dijk, v., wijffels, m. C., balt, j. C., & boersma, l. V. (2025). Po-03-058 pulsed field ablation using pulseselecttm or farapulsetm, a comparative prospective registry study. Heart rhythm, 22(4). Https://doi.org/10.1016/j.hrthm.2025.03.979.

Manufacturer narrative:
B3: event date has been populated as 01/29/2024. No specific dates were provided, however, per the article, procedures occurred jan 29 through november 15, 2024. Detailed product information was not provided to bsc, as the information was provided via a literature review. As there was no indication of product malfunction, and the complications occurred post operatively, the device was disposed of, and the detailed device information cannot be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.